Event description:
A baxtr rep reported an infusion pump with a triple alarm found during service. The facility's biomedical engineer stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.